Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown versys epoch full coat stem, unknown femoral head, unknown trilogy acetabular shell, longevity highly, crosslinked liner and unknown screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03958, 0001822565-2017-03959, 0001822565-2017-03961 and 0001822565-2017-03962.

Event description:
Information was received based on review of a journal article titled, "a prospective randomized trial of mini-incision posterior and 2-incision total hip arthroplasty: minimum 5-year follow-up." It was reported that 1 patient that underwent 2-incision tha had an hhs<70.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.